Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue, priming issue, thrombus, and vascular damage. No more issues noted with placement signal. Upon review of data logs, it is apparent that the console is the potential cause of the issue. The root cause of the priming issue was most likely use-related since clinical details state that the wire was dropped during wire exchange data logs are not applicable and product was not returned. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The root cause of the vascular damage was not determined since insufficient clinical details were provided and product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-30117. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that, in the intensive care unit, the patient lost pulsatility while coughing and noticed on the automated impella controller that the placement signal disappeared. The placement signal did return to impella connect shortly after it disappeared.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 5.5 on a patient for support during high-risk cardiac procedure. It was further reported that the patient had high output from chest tubes after clot was expelled. The physician feels that chest tubes clotted leading to tamponade and was collecting blood in chest. Blood products were administered, and heparin was held. Patient survived.